Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer had received software error detected alarm. Customer reported the insulin pump had frozen display. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer complained about the device having a blank display, insulin pump error alarm on event date of april 11, 2022. The device cannot perform displacement test due to insulin pump error alarm. Device passed self test, active current measurement, and sleep current measurement. No blank display noted during testing. No insulin pump error alarms during testing, however, insulin pump error alarm occurred during testing. Successfully downloaded history files and traces using thump. Insulin pump error alarm was not present in history download. Insulin pump error alarm was present in the history download on event date of april 10, 2022 21:31:03.000 esf# na, file number= 2002, 2002, 14 ,line number= 1541, 1541, 1232. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power anomalies noted during testing or in the device trace download. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found evidence of moisture damage to electrical board1, electrical board2, and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, pillowing keypad overlay, cracked battery tube case, serial number label missing, moisture damage, corroded motor home switch. Insulin pump error alarm was confirmed due to hardware error, caused by moisture damage to electrical board1, electrical board2, and motor home switch. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.